Manufacturer narrative:
The removed front bezel assembly was returned to the product investigation lab (pi). The pil technician installed the front bezel assembly into a pi ventilator to duplicate the reported issue. Visual inspection of the front bezel assembly revealed no evidence of damage or contamination. The front bezel assembly was tested and pil has verified that the navigation ring located on the top right portion of the front bezel operates as expected. The navigation ring does pass testing on the preload tester. In addition to the previous, with the nav ring connected to the stb during unit operation, the navigation ring provides a consistent increase and decrease of numerical setting choices in a linear fashion when used. Tech also verified that the switch panel power assembly power on button and all led¿s associated with the switch panel power assembly of the front bezel operate as expected. No problem found.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was pulled from stock, and while checking the device it was observed that the navigation ring did not respond. It was reported there was no patient involvement at the time the issue was discovered. The phenomenon was found in the japan's sales office before delivery.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the navigation ring was unresponsive. Information was received that the touchscreen allowed the user to change the value, accept, or cancel. The asp replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.